Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller (serial #: (B)(4)) was returned for evaluation with the reported event of a severed pump cable. Upon return, a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2020 per time stamp). The controller was reset on (B)(6) 2020 at 02:27:53 and the driveline was disconnected for the remainder of the log file. This triggered driveline disconnected, low flow, no external power, and pump off alarms. This appears consistent with the reported event of the pump cable being severed. The system controller was reconnected to power a few times following the controller reset; however, the driveline remained disconnected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. No damage to the conductors was noted. The system controller was also tested with the returned and associated modular cable and mock loop and no issues were found. The power leads underwent a resistance test and increased resistance was found across all conductors. The cables were stripped, and green fluid ingress was observed. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 13oct2016. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. It states to ¿check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was returned for evaluation. There were no issues reported on the system controller. During investigation, the power leads underwent a resistance test and increased resistance was found across all conductors. The cables were stripped, and green fluid ingress was observed.